Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were found. The unit passed the off no power test, self-test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The unexpected restart alarm was found after a battery change due to a voltage leak on the c13 interface board. The functional test was unable to be completed due to an unexpected restart error test. The unit had a cracked case on the display window corners, a minor scratched lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report an unexpected restart alarm after each battery replacement. The customer's blood glucose level was unknown. No further details were provided.